Event description:
The reporter stated the surgeon complained that the mtc-60c fp cartridges were stiff.

Manufacturer narrative:
Eval method: a cartridge lot number search was performed, and no similar complaints were found.